Event description:
It was reported that the customer received an a33 alarm and insulin is "squirting out" during manual prime process on her insulin pump. The customer blood glucose level was 89 mg/dl. Troubleshooting was performed. The patient was advised to disconnect to the insulin pump and revert to backup plan. The customer was advised the insulin pump need to be replaced. No further information was reported.

Manufacturer narrative:
The insulin pump passed the displacement test. However, no alarm for a compromised force sensor system could be verified due to a detached end cap. The insulin pump had a cracked case near the display window corner, cracked display window, a cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, a stained address and serial number label and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).